Manufacturer narrative:
(B)(4). A leak of the disposable cassette was reported. The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak in an unknown location on a disposable cassette. This occurred at an unknown step of the process. There was patient involvement but there was no patient injury or medical intervention associated with this event. No additional information is available.